Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).

Event description:
It was reported that a medfusion® 3500 syringe pump had a check clutch plunger lever error. No patient injury was reported.

Manufacturer narrative:
One medfusion syringe infusion pump was returned for investigation. Visual inspection of the returned device revealed that the device was in poor condition; the top case was chipped and cracked. A review of the device event history log found that a check clutch/plunger lever error had occurred. During functional flow and occlusion tests, the check clutch/plunger lever error could not be duplicated. Investigation was unable to determine the root cause of the check clutch/plunger lever error. As a preventative measure the device position potentiometer was replaced. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.